Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported in the european annals of otorhinolaryngology, head and neck diseases, 131 (2014) 293-297, "thyroid surgery in children and adolescents: a series of 65 cases". That: "this was a single-center retrospective study conducted on all patients under the age of 18 years who underwent thyroid surgery in our institution from (B)(6) 2004 to (B)(6) 2012. Sixty-four patients were included and a total of 65 surgical procedures were performed." "A specific endotracheal tube with integrated electrodes (xomed nim monitoring system, medtronic xomed instrumentation) was used in children over the age of 8 years. Only one case of permanent left recurrent laryngeal nerve paralysis was observed (1.1%) in a (B)(6) patient undergoing total thyroidectomy for graves' disease, despite intraoperative recurrent laryngeal nerve monitoring by electrodes integrated into the endotracheal tube. The recurrent laryngeal nerve was identified and did not present any particular anatomical variant. It responded to 0.40 ma stimulation at the beginning of operation, but no longer responded to stimulation at the end of the operation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.